Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, cuff miss was experienced. A second proglide device was used and a suture break was experienced. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Device #2 perclose proglide, part# 12673-03, lot# 67091-6h, will be filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the history record for this lot did not produce any findings relevant to this report.